Event description:
The customer contacted baxter healthcare to report that in 2008, when a cryopreserved autologous peripheral blood stem cell (pbsc) infusion was scheduled to take place for a patient, the cryocyte freezing container was thawed and spiked and 2/3rd of the contents spilled out when it was turned over due to a broken port. An unsuccessful attempt was then made to infuse the rest of the bag. Additional information received on 09/04/08 is as follows: autologous peripheral blood stem cells intended for re-infusion were the type of cells stored in the bag with a fill volume of 38ml. The bag was filled in early 2006 and thawed on original date. The technician was not exposed to the blood product as a result of the break. The break was described as a jagged break along the port seam. Per the customer, the patient received a total of 5.75 cd34 x 106/kg and engraftment occurred on day 39 (late). The recommended dose of 5x106cd34/kg was met and the customer does not believe that the delayed engraftment was caused by the loss of cells. Per the customer's freezing, thawing, and storage protocol, a freezing press is used as well as a gordinier controlled -rate freezer. The bags are frozen in freeze presses and are stored in metal cassettes. An over-wrap is not used. The customer indicated that they were not aware of any damage or deviation from standard procedure that may have occurred to the bag during filling, freezing, storage, transport, or thawing. The sample is not available for evaluation.

Manufacturer narrative:
Sample is not available; therefore, an evaluation cannot be performed.